Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, the balloon ruptured when dilation was performed at the lesion area. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and the patient condition is stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, the balloon ruptured when dilation was performed at the lesion area. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and the patient condition is stable.

Manufacturer narrative:
Age at time of event- 18 years or older initial reporter city- (B)(6). Device evaluated by manufacturer. The device was returned for analysis. A visual examination was performed on the returned flextome monorail device. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when liquid was noted escaping from a pinhole leak in the balloon approximately 1mm proximal to the proximal edge of the distal makerband. No issues were noted with the balloon material that could have contributed to the complaint incident. The rate of burst pressure of this flextome device is 12atm (atmospheres). A visual and microscopic examination of the tip, blades and markerbands identified no issues which could have potentially contributed to this complaint. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple kinks along the length of the hypotube. No issues were noted with the hypotube that could have contributed to the damage identified. No other issues were identified during device analysis.